Manufacturer narrative:
FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: DEFLATION.

Event description:
PATIENT'S REPRESENTATIVE REPORTED "DEFLATION". THIS RECORD IS FOR THE LEFT SIDE. DEVICE REMAINS IMPLANTED.

Event description:
Healthcare professional later reported capsular contracture, Baker grade III/IV. This record is for the right side.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Additional, Changed, and/or Corrected Data: B5, D1, D4, D6a, H4, H6.The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Reason for reoperation: capsular contracture, Baker grade III/IV.